Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A physician reported that on (B)(6) 2020 the codman certas valve was implanted in a (B)(6) female patient via an l-p shunt with setting 4. The valve was used to the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). From (B)(6) 2020: the symptoms of hydrocephalus got improved, so the setting was changed to low gradually. On (B)(6) 2020; ventricular enlargement was observed by x-ray. The setting was changed to low. From (B)(6) 2020; ventricular reduction could not be confirmed although the setting 1. On (B)(6) 2020: it was found that the lumbar catheter was obstructed and at the revision, blood was observed inside the valve. The physician commented that blood went into the valve because the valve was placed after 3 days from subarachnoid hemorrhage (sah). Additional information received that the valve was replaced to a new one on (B)(6) 2020.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The valve was returned for evaluation: failure analysis: the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard ang pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due biological debris and protein buildup interfering with the valve mechanism, at the time of the investigation no occlusions were noted.

Event description:
N/a.